Event description:
Clinical report states failed total knee. Follow-up with the research coordinator discovered the femoral component and the tibial component were loose and there was osteolysis beneath both components.